Manufacturer narrative:
Section d9 device available for evaluation "yes" returned on jan 12, 2023. Section h2 device evaluation section h6 testing of suspect device device evaluation: one (1) opened patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned products did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface. The surgery was completed successfully. No patient injury and/or complications were reported. No other information was provided.

Manufacturer narrative:
Patient identifier, age or date of birth, weight, & ethnicity attempts were made with the customer to obtain additional information. However, no response was received. Initial reporter telephone number: (B)(6). (B)(4). Device evaluation: at the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released to specification. Conclusion: as a result of the investigation there is no indication of a product deficiency and the reported issue could not be confirmed. Johnson & johnson surgical vision, inc. Will continue to monitor this type of complaint per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.